Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the back of the insulin pump was coming off. The customer stated that the piston was moving out of the device and insulin was squirting out. The customer's blood glucose reading was 350mg/dl. No further info was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose drive support disk.